Manufacturer narrative:
Additional information: d1, d4.

Manufacturer narrative:
H3, h6: the device used in treatment was not returned for evaluation, all provided information has been reviewed and we have not been able to establish a relationship between the reported event or determine a root cause. Potential probable root cause is component failure or system set-up failure. Further assistance can be found within the information for use. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history found other related events. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew are taking further actions relating to the failure reported and continue to monitor for adverse trends.

Event description:
It was reported by rasacare nurse that the renasys touch keep showing canister full alarm despite the canister was just changed, she changed to another canister with same batch but the problem still persist. Issue was resolved with a canister from another batch. No injury or harm occurred to patient.